Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred prior to an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time,

Manufacturer narrative:
The subject device was repaired on-site by an olympus technician to resolve the issue. The reported issue (no image) was found to be due to a circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board set (ap board and dr board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.